Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty on an unknown date in 2010 or 2011. Subsequently, during physical therapy, there was a pop in the patient's shoulder. The patient was revised on (B)(6) 2016 due to a failed humeral tray.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right shoulder revision procedure approximately five (5) years ago due to a fractured humeral tray. During physical therapy, there was a pop in the patient's shoulder. The humeral tray, bearing and stem were removed and replaced.